Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Update - medical records received 11/30/2011. Medical records indicate that the patient was revised to address pain, a small amount of proximal femoral osteolysis, evidence of some osteolytic changes in the pericapsular tissue, evidence of corrosion at the junction of the modular neck sleeve. Stem and sleeve added to complaint. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised. The reason for revision was not given. Update - medical records received (B)(6) 2011. Medical records indicate that the patient was revised to address pain, a small amount of proximal femoral osteolysis, evidence of some osteolytic changes in the pericapsular tissue, evidence of corrosion at the junction of the modular neck sleeve.

Manufacturer narrative:
Litigation papers allege patient suffered the following personal injuries as a result of the implantation with the asr hip implant: past, present and future physical suffering, including but not limited to: extreme pain, discomfort, soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. In addition, he was injured by excessive levels of chromium and cobalt. Depuy still considers this investigation closed.

Event description:
(B)(6) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.